Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized due to elevated blood glucose while using the infusion device. It was reported that the infusion device was delivering an inaccurate amount of insulin. On the morning of (B)(6) 2020 the patient received a high blood glucose result (exact result not provided) and displayed signs of ketoacidosis. The patient attempted to self treat by delivering a bolus of 28 iu, however blood glucose remained high. The patient then called the emergency doctor and went to the hospital. Upon arrival at the hospital, the patient received a blood glucose result of 404 mg/dl and a high unknown ketone value. The customer was admitted into the intensive care unit and was treated per insulin perfusion. Blood glucose levels stabilized. On (B)(6) 2020 the patient was moved to the normal ward of the hospital and was re-attached to her infusion device. On (B)(6) 2020 the patient was discharged from the hospital. On the morning of (B)(6) 2020 the patient woke up with a blood glucose value of 500 mg/dl.